Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# :unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient was recently in the hospital under anesthesia. They were also worried their lead might have moved due to them going up and down the stairs. There were no patient symptoms or further complications reported at this time.